Manufacturer narrative:
Continuation of concomitant: 503458 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the patient came to the clinic due to a myocardial infarction. It was noted that the right atrial (ra) lead exhibited low impedance and caused pocket stimulation. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.